Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-06820 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal variceal banding (evl) procedure performed on (B)(6) 2013. According to the complainant, when the device was unpacked, the suture was found to be broken. A second speedband superview super 7 device was removed from its packaging, and the suture was also broken on that device. No damage was noted to the packaging of either device. A different device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-06820 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal variceal banding (evl) procedure performed on (B)(6) 2013. According to the complainant, when the device was unpacked, the suture was found to be broken. A second speedband superview super 7 device was removed from its packaging, and the suture was also broken on that device. No damage was noted to the packaging of either device. A different device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the device found that the trip wire was not cinched into the handle slot. The trip wire was not wound around the handle, indicating the handle had not been rotated in an attempt to deploy bands. All seven bands were loaded on the ligator head with the suture properly wound around the bands. The shrink wrap was still on the ligator head. There was no damage to the ligator head teeth. The loop of the thread was cut, with the ends being even and not frayed, indicating the thread was cut and did not break from a tensile force. The most probable root cause reported complaint was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.